Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was found to have an ear of the distal clevis broken. The broken piece was returned measuring roughly 0.239 x 0.277 in size. This failure is typically associated with mishandling/misuse, such as excess force applied at the instrument tip. The instrument's conductor cap became dislodged as a result of the broken clevis, however it was not damaged. The instrument was found to have no conductor wire weld damage. The instrument passed an electrical continuity test. A review of the instrument log (attached) for the permanent cautery hook (470183-14/n11191202-0008) associated with this event has been performed. Per instrument was last used on 03/02/2021 on system sk3270. The device has 6 uses remaining after last use. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument was broken. There were two plastic pieces that separated from the instrument and were retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.